Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. There was no reported impact to the customer's blood glucose level. Reportedly, additional insulin was added to the existing cartridge and the load process was completed successfully. Insulin delivery was resumed.